Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
Rp 011036 - the dentist reported that 3 months after dental implant was installed in intraoral region 13# its non-osseointegration was observed. In addition, 60ncm of primary stability was achieved, the patient presented bone type ii and the procedure of immediate implant was performed.